Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 to 5 weeks following a fascia closure at the end of the hip replacement procedure, the patient noticed swelling and oozing of the wound, came back with suture granuloma on distal ends of subcutaneous suture. The patient was given antibiotics, had revisional operation and wound healing thereafter. This resulted to extended patient hospitalization.